Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited loss of capture via pacing system analyzer. The lead was successfully capped and replaced during device changeout procedure due to eol on (B)(6) 2016. Patient tolerated the procedure well and will be continued to be monitored with routine follow up.